Event description:
The attorney alleges the patient was implanted with stimulator leads and post-operatively they lost feeling of their lower extremities and the stimulator was removed. It was noted the patient experienced paralysis as a result of their surgery. It was noted the patient had permanent bilateral paraplegia and resulting disability and impairment, loss of function, loss of quality of life, past and future medical expenses, past and future wage loss and loss of earning capacity, loss of household services, emotional distress and pain.

Event description:
The attorney alleged on (B)(6) 2013 that within twelve hours of the surgery the patient lost bowel and bladder function. Complications arose during the initial attempts to install the leads as the healthcare provider (hcp) had difficulty placing and correctly positioning the paddles. The hcp reportedly stated that the paddles ¿jogged off¿ to the right and that he could not place them where he wanted. The hcp therefore ¿repeatedly forced the electrode against resistance causing visible deviations upon the spinal cord.¿ the hcp pulled back on the leads ¼ of an inch to ensure the paddle was not pushed to the side and was able to conclude the surgery. Post-operatively the patient woke up and recognized that she had no feeling from her belly button down and that her right leg was jerking under the blanket. At that point, no neurology checked were performed or ordered. A day after surgery that nurses attempted to transfer the patient to the toilet and she tried to stand on her own but could not support her weight and collapsed. The hcp was notified and he ordered a CT scan be performed. The hcp wrote that the CT scan ¿did not show any specific problem and there was no evidence of hematoma.¿ the system was removed later that day and the hcp conducted no other investigation to determine the cause of the patient¿s paralysis. The following day a MRI was done which showed that the ¿cord appeared to be mildly compressed in the area of the signal void. This area extended from the top to t8 to the bottom of t10.¿ as a result of the event the patient could no longer walk, could not perform activities of daily living, was incontinent, and her pain was worse than it was prior to the attempted implant. About nine months later it was reported that that the patient¿s spine was mildly compressed in the area where the stimulator had been placed. The hcp acknowledged that ¿he must have pressed too hard on the patient¿s spinal cord during implant.¿

Event description:
It was reported that, the day after the patient was implanted with the paddle lead, the patient could not feel her legs. The lead was removed, but the patient still suffered from partial paralysis. On (B)(6) 2012, it was reported the patient was still in rehabilitation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: lead, product ID 37754, lot#, serial# (B)(4), implanted, explanted, product type: recharger, product ID 37744, lot#, serial# (B)(4), implanted, explanted, product type: programmer, patient. (B)(4).